Event description:
It was reported that the patient presented to the emergency room after receiving multiple therapies. It was noted that the patient has a compromised memory due to a previous brain injury and had been non-compliant with follow-ups. Upon interrogation of the device, it was found that the device was in backup mode with no defibrillation capability. It was also found that the device reached eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.